Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, a reset did not resolve the issue, and the pump continued to alarm. Per reporter, air was present in the line, tubing was massaged, and the cassette was tapped. The cassette was reattached, and the pump was started again but the pump continued to alarm. The patient also stated that there was some leakage at the connection site. They tightened the connection and denied any leakage. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.